Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had been physically damaged. The blood glucose reading was 362 mg/dl, which was treated with a manual injection. The customer stated that his car was broken into and the bag which had the device in it was taken. He noted that once the person saw what it was, he or she dropped the bag, and now the insulin pump had a scratch on it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.